Event description:
It was reported that a minicap extended life transfer set twist clamp failed during use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection, with both the naked eye and a microscope, and found broken occluder feet and an unrelated issue. No visual evidence of over torquing was observed. Clamp function testing was performed and the broken occluder feet were noted. Leak testing was performed and the device leaked through with the clamp in the closed position. The integrity of the seal surface was tested and found no issues. Clear passage testing was performed with no issues. Sample analysis determined the sample did not meet specifications. The reported condition was verified due to the broken occluder feet. The cause of the broken occluder feet could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.